Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell on the ground and the pump screen became shattered. Reportedly, the pump was not functional. Additionally, it was reported that the wake button became stuck. The customer's blood glucose level was 347 mg/dl and was addressed with a manual injection. The customer confirmed that an alternate method of insulin delivery was available.